Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient reported inaccurate cgm values which occurred the day the sensor had been inserted into the abdomen. The patient has hyperinsulinemia and is hypo unaware. The day of the event, the patient¿s cgm displayed 101 mg/dl prior to going to bed. However, during the night he experienced a seizure. He regained awareness an unspecified amount of time later and was able to trigger his medical alert device to call emergency medical services who can access his home. He attempted to inject glucagon but lost consciousness prior to self-treatment. Ems arrived, moved the patient to the ambulance and while on the way to the hospital, ems performed a bg which was 8 mg/dl. The patient was treated with glucagon and IV glucose. Upon arrival at the emergency department, his bg was 57 mg/dl and dropping. The patient was monitored for approximately 12 hours and was released once his bg stabilized within normal range. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures, and loss of consciousness.